Event description:
It was reported that the 9600 system would not save images nor swap image from left to the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5volt power supply was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.